Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09328. Not yet returned.

Event description:
It was reported that during surgery, the humeral bearing was damaged when it was impacted during attempted assembly with the humeral tray. Due to this, the locking ring bent and did not allow the poly to engage. Surgery was completed with another device. No adverse events have been reported as a result of the malfunction.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of product returned. As per visual inspection, both the ring locks are bent. There is damage on the bearing and there are witness marks on the bearing from impacting into the lock ring. The tray is in perfect shape with no damage. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.